Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. Post operatively, the patient returned to the ER with severe abdominal pain. The patient was admitted and it was determined through diagnostic testing there was a bile duct leak. A ercp (endoscopic retrograde cholangiopancreatography) was performed and the bile duct was sutured to stop the leakage. The patient is still in the hospital and expected to recover. The surgeon did state "the patient was not following orders to recover." Device was discarded. (B) (6).

Manufacturer narrative:
(B) (4). (B) (4). Patient is in her (B) (6); exact age unknowninformation is unavailable; device was not returned for evaluation. Additional information obtained:the surgeon admitted he did not always pre-load the device. However, he is adamant that he always pre-loads now. The surgeon admits that it may not be the device that caused the issue. As a lot number was not received, a device history review could not be performed.